Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented in the emergency room in backup vvi after receiving multiple shocks. There was rv oversensing on stored egms due to rv lead noise. The patient elected to have the entire system removed due to mental instability. The patient had no adverse events from the procedure.